Event description:
Edwards received information that this device was explanted after two (2.73) months due to unknown reasons. This was replaced with a 19mm pericardial bioprosthesis. No additional details provided.

Event description:
Edwards received additional information indicating this bioprosthetic aortic heart valve was explanted after two (2.73) months due to paravalvular leakage secondary to endocarditis from an unknown source.

Manufacturer narrative:
The explanted device was not returned to edwards for analysis. Without return of the device, edwards is unable to conclusively determine the root cause for this event. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. If further information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Prosthetic valve endocarditis (pve) is an endovascular, microbial infection occurring on parts of the valve prosthesis or on reconstructed native heart valves. Late endocarditis occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body and is not in any way related to the sterilization or packaging process of the device. Without return of the explanted device, edwards lifesciences is unable to confirm the clinical observation. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.